Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control 20ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer had an IV that leaked blood from the side once it was inserted. Catheter was removed and discard and another IV was placed successfully.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control 20ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer had an IV that leaked blood from the side once it was inserted. Catheter was removed and discard and another IV was placed successfully.